Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been shutting off and on for 4 to 6 months and giving various errors including battery out limit during normal use. The customer indicated that the battery has been replaced but the display is blank. The customer's blood glucose level was not provided. Troubleshooting for battery out limit and blank display was provided. Customer was advised to monitor pump and that replacement battery cap would be provided to them. Customer was also advised to call back if further issues occur.